Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4). On (B)(4) 2015, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse found that the customer removed the sample loop. The fse installed the sample loop. All errors cleared and the g8 instrument is operational. No further action is required by field service. The most probable cause for the valve leak was the leaking sample loop. A 13-month complaint / service history review for similar complaints was performed for the serial number (B)(4) from aware date of (B)(4) 2015, which included data from (B)(4) 2014 through (B)(4) 2015. There were no similar complaints identified during the searched period, which includes this event.

Event description:
On (B)(6) 2015, a customer reported a valve leak on the ga instrument. As a result, broad peaks, unidentifiable peaks (p00), and a long sa1c retention time displayed on the instrument. The customer is unable to run patient samples on hba1c diabetes assay. On (B)(4) 2015, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.